Event description:
During a therapeutic procedure on a pt, the balloon would not inflate at a target lesion. The physician then pulled the balloon from the common bile duct. It was then observed that approximately 1cm proximal to the balloon, the shaft was almost broken. The physician then attempted to retract the balloon; however, the shaft completely, leaving the shaft tip and the balloon in the pt's duodena. The physician then successfully removed and detached tip from the pt with the aid of forceps. There was no adverse affect on the pt as a result of the reported malfunction.